Manufacturer narrative:
Upon investigation of this incident, it was determined that the user was unable to pull out the medication due to an incorrect patient location. The technical support specialist contacted the customer and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server, medication could not be pulled due to an incorrect patient location. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.